Event description:
Applied medical resources district manager reported that a coronary artery bypass graft procedure was performed on a patient who had a highly calcified aorta. The surgeon tried to occlude the aorta with the 86mm clamp which resulted in the aorta bleeding through. It was reported by the territory manager that the surgeon did not get complete occulsion and the clamp jaws appeared to torque or twist. No patient injury or complications reported.